Manufacturer narrative:
The used device and the lens were returned loose inside a self-sealing, non-company blue pouch inside a large biohazard bag. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has been retracted toward mid-nozzle. The nozzle tip has light stress line and is slightly bent. The lens was returned adhered in dried solution to the exterior of the device above the nozzle entry. The lens was cleaned with klrp to remove from the device. After removal of the dried viscoelastic, the lens was evaluated. No damage was observed to the lens. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. The used device and the lens were returned separated. No damage was observed to the lens. The plunger was retracted upon return. The plunger position in relation to the lens during advancement cannot be determined. The observed stress lines and bent tip may suggest that the lens may not have been in the proper position for advancement. The IFU (instruction for use) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a negative outcome. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during implantation of an intraocular lens (iol) the lens came out of the shooter before it was all the way into the eye. The lens was removed and replaced with another lens. Additional information was requested.